Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the hospital following a syncopal episode. The patient is pacemaker dependent and the lead exhibited intermittent loss of capture (loc) resulting in asystole for greater than two seconds. An invasive procedure was performed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.